Event description:
A patient reported that they found someone on social media that was allergic to the interstim and had to get it taken out. They did not have any additional information and stated that there were almost a thousand people. No further complications were reported/anticipated.